Event description:
It was reported that a patient underwent a cardiac ablation with two (2) qdot micro catheters and the patient experienced an infarction/stroke. First it was reported that recurrent char formation was found specifically on the proximal ring electrodes of the qdot micro catheter (lot # 31695849l) when it was removed from the patient after right pulmonary vein (pv) ablation that 90w. The catheter was replaced with a new qdot micro catheter (lot # 31717861l) and the left pulmonary veins ablation was performed at 25w-30w, in which no char formation occurred with the new catheter. Originally, no adverse event was reported. Then on 16-jan-2025, additional information was received indicating the patient's brain magnetic resonance imaging (MRI) confirmed an infarction and stroke.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, char was observed on the tip of the catheter, no other damages or anomalies were observed on the photo provided by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-feb-2026, additional information was received indicating the replaced product (product code: d139505/batch: 31717861l) without char occurrence was also retrieved to compare cases where the issue occurred at 90w but not at 30w. Correction: please note, a typo was noticed in field d1. Brand name of the 3500a initial medwatch report. The device was incorrectly reported as dot micro. The field has now been populated correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).